Manufacturer narrative:
It was reported that the view for sn (B)(4) was included in sn (B)(4) implants. Review of the device history record indicates that device was manufactured to specification.

Event description:
It was reported that the view for sn (B)(4) was included in sn (B)(4) implants.